Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to open.the customer tried to reboot the station several times, but the issue was not resolved,the customer stated that this malfunction occurred while dispensing the medication, which resulted in a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) replaced the inner latch on main full height drawer 5 and performed an open and close test using the hardware test application, which passed successfully. The system functioned as intended after field service engineer repaired the device.